Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that there was no alarm sound at the bedside, but on the central station. The nurse told the field service engineer that a lot of alarms were going off at once and she might just not have heard it. No patient or customer harm was reported.

Event description:
The customer stated that there was no alarm sound at the bedside, but on the central station.the nurse told the field service engineer that a lot of alarms were going off at once and she might just not have heard it. No patient or customer harm was reported.